Manufacturer narrative:
Investigation eval: our eval of the returned product confirmed the report. The snare would advance and retract. The electrical pin was not bent or damaged. The active cord would connect easily and remained securely connected. The continuity of electrical current from the electrical pin to the snare head was tested with an ohm meter and passed. The snare was inserted into a pentax model ec-3840tl colonoscope in a simulated lower gi position using lower gi 3d fixture in a retroflexed position. The snare would advance and retract. The continuity of electrical current from electrical pin to snare was tested with an ohm meter in the simulated lower gi position with the tip fully retroflexed to simulate the worst case and passed. The device was connected to a valley lab generator and when power was applied the snare would cut intermittently. Several attempts were made to cut the simulated tissue. At times the snare would cut and other times it would not cut the simulated tissue. The end of the sheath was cut off to examine the snare to drive wire cannula and crimp. The snare to drive wire cannula crimp was tested with an ohm meter. The snare to drive wire cannula crimp had intermittent continuity of electrical current. The crimp was examined under a microscope at 10x power. An ohm meter was connected across the crimped cannula. When the snare wires were on each side of the cannula was moved the resistance displayed on the ohm meter would vary depending on how the snare wires were bent. In can be seen under a microscope that the snare to drive wire crimp was properly formed. The cause of the intermittent continuity of electrical current is not known. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the cause of the intermittent continuity of electrical current which prevented power to be delivered to the snare is unk. Prior to distribution, all acusnares are subjected to a visual and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment result as post market feedback continues to become available.

Event description:
During a surgical procedure for resection of intestinal polyps, a cook acusnare polypectomy snare was used. When the snare was connecting to the power, there was no power going through the device so that [the snare] would not cut. The user changed to another product to finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.